Event description:
It was reported that during a breast biopsy, a piece of metal shaving was found within formulan specimen cup. There have been so specific pt consequences. The physician was able to remove and continue to complete the biopsy.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.